Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer has issues regarding their sensor displaying wrong readings of sensor and blood glucose. The patient's blood glucose was at 326 mg/dl. The customer's husband was assisted with trouble shooting and was informed that the sensor and serter needed to be replaced. The customer was sent a new sensor. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of 4 opened and used enlite sensors; performed visual inspection and found 1 of 4 with cannula broken and part is missing. 3 remaining sensors performed bicarbonate buffer test and found 2 of 3 failed per specifications with high readings 1 remaining sensor passed per specifications with accurate readings. Also found 4 cannulas bent. Unable to confirm if the customer received sensor in said condition due to customer returned opened and used.